Event description:
The head ring post has fractured on the carbon fiber gusset and outside hub. There was no patient contact or injury. The patient was prepped for surgery. There was no delay in surgery.

Manufacturer narrative:
Integra has completed their internal investigation on 02/27/2017 . The investigation included: methods: evaluation of actual device, review of complaints history. Results: the end user¿s experience was confirmed. The returned hrp (head ring post) did have a fracture across the surface opposite the head post gear. The most likely cause of this failure is due to overtightening of the head ring screws. The IFU warns the end user to not overtighten the screws as this may lead to premature failure of the head ring posts. The device in question has been returned and a failure investigation completed, but a lot number/serial number was not provided at that time, and this product is not marked with this information. As such a DHR review cannot be completed. A two year look back in trackwise for this reported failure and or related to "head ring post cracked " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: although the end user¿s experience was confirmed, the root cause for this occurrence cannot be definitively determined. Based upon a review of the drawing and inspection plan, the hrp is subjected to 100% inspection for surface flaws, proper assembly, and functionality testing by the supplier to verify the device can withstand a minimum force of 102.5 lbs. Since the lot information was not available, a direct link to the DHR and supplier certification could not be provided or reviewed as objective evidence of the required testing. A potential root cause is overtightening of the head ring screws which may lead to fracture of the head ring posts.